Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was leakage found on a bd¿ syringe with bd luer-lok¿ tip with needle. As stated, "the blue part of the hub on the needle has a hole in it. The medication is leaking from the hole." There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
The medical device brand name field has been updated to reflect the correction to bd precisionglide needle. In addition, the describe event or problem field has been updated.

Event description:
It was reported there was leakage found on a bd precisionglide needle. As stated, "the blue part of the hub on the needle has a hole in it. The medication is leaking from the hole." There was no report of exposure, injury or medical intervention.

Event description:
It was reported there was leakage found on a bd¿ syringe with bd luer-lok¿ tip with needle. As stated, "the blue part of the hub on the needle has a hole in it. The medication is leaking from the hole." There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: nine samples were received for evaluation. Most of the samples had a crystallized residue on them. Two samples were missing shields. Two samples were not damaged. One sample had a warped hub (they may have been autoclaved) therefore failure mode was verified. Seven of the nine returned samples have cracks in the bodies of the hubs. None of the cracks appear to be on the gated side of the hub. Only one has a crack that extends into the collar of the hub. There is no evidence of excessive force being applied to cause the cracks. The defects were reviewed by our technical associate, and it is not believed to be an assembly issue. Based on the device history record review, it does not appear to be a molding issue either. Root cause is undetermined. A device history review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: root cause is undetermined.